Event description:
It was reported by the rep that the device was used in an unknown procedure. It was reported that the pt had to return to surgery today for a reop of an abscess thought to be caused by an unknown ethicon endo instrument.